Manufacturer narrative:
Other contact info: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID# (B)(4).

Event description:
It was reported by the customer that the balloon catheter (iab) had possible blood back during use. There was no patient harm or injury.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation findings, investigation conclusions), h11

Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11. Product was not returned so an exact cause of the issue could not be identified however based on our investigation a blood leak can occur due to one or more of the following probable causes: iab leak. An intra aortic balloon iab leak is the loss of integrity in the balloon membrane or its connections allowing blood or gas to enter or escape. Iab leaks can result in the following: user not following instructions per IFU mishandling misuse of device, membrane folding resistance, patient related factors such as a plaque abrasion, off label use.

Event description:
N/a.